Event description:
It was reported that the malfunctioning of the device happened during a procedure of robotic subtotal gastrectomy. No consequences on the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/16/2023. D4: batch # 133c11 additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? The device cuts and delivers staplers that were properly formed on stomach but the cut line wasn¿t complete. It completed only two thirds of the suture and was necessary to open the stapler with the revers bottom. After this step the jaws opened. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage with a tyvek and two gst60b reloads present. The reloads were received partially fired 2/3. The returned device and reloads were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 133c11, and no non-conformances were identified.